Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer reported blood glucose (bg) levels between 365-420 (mg/dl). Manual injections and pump boluses were delivered to address bg levels. Reportedly, the customer has an unknown allergy and possible site issues. During troubleshooting with tandem technical support, insulin drops were not observed exiting the steel cannula. The cannula was wiped and then insulin was observed. The customer changed their infusion set and resumed insulin. Recommendation was made to consult with a health care provider to discuss diabetes management.

Manufacturer narrative:
(B)(4). Correction: no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.